Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a levophed infusion was programmed via guardrails at 150ml/hr. It was noted that the correct rate was displayed on pump module (150 ml/hr) however clinician noted the drip rate appeared slower. Clinician then changed the infusion to a second pump module. Again, correct rate displayed however flow rate was slow. Both pump modules were attached to the same pcu. There was patient involvement however patient harm was unknown.

Manufacturer narrative:
Additional information : imdrf annex a, b and g codes. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a levophed infusion was programmed via guardrails at 150ml/hr. It was noted that the correct rate was displayed on pump module (150 ml/hr) however clinician noted the drip rate appeared slower. Clinician then changed the infusion to a second pump module. Again, correct rate displayed however flow rate was slow. Both pump modules were attached to the same pcu. There was patient involvement however patient harm was unknown.